Event description:
Upon scheduled patient assessment, bedside nurse noted redness on the patient's left foot just underneath the disposable pulse oximeter sensor. Sensor removal revealed additional significant skin reddening where sensor led light emitting diode was placed. New sensor applied to right foot and affected sensor sent to biomed for evaluation.======================manufacturer response for adhesive sensor, lncs neo======================will return device to manufacturer to analysis.